Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced multiple syncopal episodes and was hospitalized. It was further reported that the patient experience a period of asystole and resultant syncope while receiving an ultrasound scan. It was reported that there was no ventricular pacing from the implantable pulse generator (ipg) at this time. The device remains in us. No further patient complications have been reported as a result of this event.